Event description:
New information received notes that insulation damage noted on the lead. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture, p wave amplitude variation and high capture threshold. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported events of insulation damage, failure to capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies were found.